Event description:
It was reported that solis vip ambulatory infusion pump had error code 41541. No patient injury reported.

Manufacturer narrative:
One cadd solis vip pump was returned for the evaluation of the reported issue. The device was received with no appearance of any physical damaged. A DHR, device history review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. The event log showed alarm evidence of the reported issue. To further investigate, a functional check test was performed. Customer's reported problem was duplicated. The pump was alarming with error code 41541 upon power up. Root cause is unknown, but the inoperabble mpu board will be replaced.

Manufacturer narrative:
One cadd solis vip pump was returned for the evaluation of the reported issue. The device was received with no appearance of any physical damaged. A DHR, device history review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. The event log showed alarm evidence of the reported issue. To further investigate, a functional check test was performed. Customer's reported problem was duplicated. The pump was alarming with error code 41541 upon power up. Root cause is unknown, but the inoperabble mpu board will be replaced.

Manufacturer narrative:
Other text: b5: additional information received and attached by ICU medical on 04-mar-2022. All issues with these devices were found during testing. No patient involvement was reported. H6: event problem and evaluation codes: updated.